Event description:
A home patient contacted baxter's technical service center for assistance regarding a check lines and bags alarm received during dwell 4/4 of their automated peritoneal dialysis therapy. In an attempt to troubleshoot the alarm, the home patient disconnected a solution bag from a supply line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.